Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation received one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review of the product, and an evaluation of the returned device. The curvature of the clevis was bent or with partial articulation, the tube shaft rotated properly, the handle was actuated; the jaws did not open properly. The clevis curvature was observed bent or forced. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic appendectomy, the handle was harder to squeeze than usual. Moreover, when dr. Tried to grasp tissue, jaws did not close completely. No adverse event. The last known patient status: good. Operating time not extended. No additional tissue resection. No tissue damage. Nothing fell into the cavity. No bleeding.